Event description:
The customer added a beam on a radiation treatment plan, added a customized port, did a copy parallel opposed to add a second beam with customized port and saved that set-up under treatment plan default. While in the same plan, the customer edited the customized port on the original beam and noticed that the edits were not copied to the port on the beam which had been copy parallel opposed earlier. This only happens on the original plan using the treatment plan default. Subsuequent use on other plans shows no problems. No pts were treated.